Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated patient was having trouble reaching target. Therapy in normothermia mode. Patient temperature was 35.4c, target temperature was 37c, water temperature was 37.1c, flow r 3.2lpm, 79kg patient with medium pads in place. Mis explained it might be necessary to add a universal pad to exposed abdomen for this size patient. Normothermia rate set at 0.25c. Mis had nurse text a screen shot of the graph which looked to show the target temperature and rate changed, but the patient was following the target well up until that point. Patient covered in blanket right now. No rate set in the ordered. Nurse increased rate to 0.5c per hour and would try to locate a universal pad. Mis explained nurse could check protocol for other interventions such as bair hugger, vent warmer, increasing room temperature or covering head, hands and feet.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an inadequate size/number of pads for optimal heat transfer. However, this cannot be confirmed. Therapy in normothermia mode. Patient temperature was 35.4c, target temperature was 37c, water temperature was 37.1c, flow r 3.2lpm, 79kg patient with medium pads in place. Mis explained it might be necessary to add a universal pad to exposed abdomen for this size patient. Normothermia rate set at 0.25c. Mis had nurse text a screen shot of the graph which looked to show the target temperature and rate changed, but the patient was following the target well up until that point. Patient covered in blanket right now. No rate set in the ordered. Nurse increased rate to 0.5c per hour and would try to locate a universal pad. Mis explained nurse could check protocol for other interventions such as bair hugger, vent warmer, increasing room temperature or covering head, hands and feet. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "verify pad sizing and coverage a full set of four arcticgel¿ pads of the appropriate size for the patient applied to the patient. For patients > 100 kg (220 lbs), 1 or 2 universal pads are added as required for adequate coverage." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated patient was having trouble reaching target. Therapy in normothermia mode. Patient temperature was 35.4c, target temperature was 37c, water temperature was 37.1c, flow r 3.2lpm, 79kg patient with medium pads in place. Mis explained it might be necessary to add a universal pad to exposed abdomen for this size patient. Normothermia rate set at 0.25c. Mis had nurse text a screen shot of the graph which looked to show the target temperature and rate changed, but the patient was following the target well up until that point. Patient covered in blanket right now. No rate set in the ordered. Nurse increased rate to 0.5c per hour and would try to locate a universal pad. Mis explained nurse could check protocol for other interventions such as bair hugger, vent warmer, increasing room temperature or covering head, hands and feet.